Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (30 mg/ml at 5 mg/day) and bupivacaine (concentration and dose not provided) via an implanted pump. The indication for pump use was not provided. On (B)(6) 2017 it was reported that the patient was having their pump replaced due to normal eri (elective replacement indicator). The hcp had tried to aspirate from the catheter using a tb needle and syringe, but had difficulties. The hcp was only able to get back about 0.15 ml. No back table prime of the pump had been done. The reporter wanted to know how long it would take to prime and for the patient to get the new drug. The patient had no symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.